Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient ((B)(6)) experienced inflammation in reference to an infection at the ipg site. The patient also felt ill. As a result, the patient's scs system was explanted.

Event description:
Follow-up revealed the infection has resolved.